Manufacturer narrative:
""Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0092500, medical device expiration date: 2025-04-30, device manufacture date: 2020-05-18. Medical device lot #: 0260316, medical device expiration date: 2025-09-30, device manufacture date: 2020-09-16. Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that a pen ndl 32g 4mm 100bx 1200 USA was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that needle clogged during injection. Verbatim: consumer reported needle clog during injection, stated that there is no insulin flow. Consumer does not re-use. Consumer refused voucher."